Manufacturer narrative:
The reported issue of pcu front case keypad modules will be replaced due to no power is confirmed based on the field action. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Event description:
It was reported the front case is being replaced. (Pcu).